Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump touch screen was cracked and unresponsive. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 220 mg/dl.